Event description:
It was reported that the ventilator generated an alarm indicating a low o2 concentration. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that alarm o2 concentration low occurred. Identification of issue has been done by analyzing problem description. There was no patient harm. According to the information provided by the technician, the issue was not reproduced and no deviation was found. The device passed all performance tests and could be returned to clinical use. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error or measurement error. The issue was decided to be reported based on available information as o2 concentration low alarm may in some cases indicating that the ventilation have been insufficient due to gas delivery error. The root cause of the reported event has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/24/2019. Corrected manufacture date: 06/17/2019. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.